Event description:
The balloon applicator had blood in the radiation ports. This is not appropriate since it can contaminate the high dose rate brachytherapy device which is used on multiple patients at a time. The manufacturer's representative was present. This is a known manufacturing error that has occurred in 2 out of 1000 cases. The balloon was pulled and replaced with a different type of device.